Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in a constant boot loop and was giving a "software registration error" message. The system lost its software registration. They attempted to reseat the ethernet cable and reboot the cns multiple times, but the issue persisted. Technical support (ts) advised the bme that they will need to regenerate the registration code and register the cns again. In the meantime, they transferred the patients to another cns to continue patient monitoring activities. Ts later provided the unlock code for this cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in a constant boot loop and was giving a "software registration error" message. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in a constant boot loop and was giving a "software registration error" message. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in a constant boot loop and was giving a "software registration error" message. The system lost its software registration. They attempted to reseat the ethernet cable and reboot the cns multiple times, but the issue persisted. Technical support (ts) advised the bme that they will need to regenerate the registration code and register the cns again. In the meantime, they transferred the patients to another cns to continue patient monitoring activities. Ts later provided the unlock code for this cns. No patient harm was reported. Investigation summary: multiple attempts were made to obtain additional information and the device for evaluation. However, there has been no response from the customer. There is not enough information to perform an investigation. As such, a root cause cannot be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied that the requested information cannot be provided. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.